Event description:
A cartridge alarm issue was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and a replacement pump was sent to the customer. The customer was instructed to return the problematic pump within 10 days, set the replacement pump, and ensure the connection of their continuous glucose monitor to the new pump. The customer understood and acknowledged these instructions. Customer will continue to use current pump.